Event description:
It was reported that the lead was explanted and returned due to t-wave oversensing and r-wave differences between the analyzer and device. No patient complications were reported as a result of this event.